Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: pre-evaluation outcome: neither harm to patient, user or third party nor a treatment delay was reported. Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator is showing "tf-431017 and self test failed". Firstly, I reconnected inspiratory valve connection to mainboard (as per service manual, inspiration valve disconnected). But problem not resolved. After that, I have checked and found that inspiratory valve was faulty so I have replaced faulty inspiratory valve with new and performed internal tests and calibrations, now issue has resolved and ventilator is working fine.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. The root cause was determined to be inspiratory valve defective. In consequence inspiratory valve was replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: ventilator is showing "tf-431017 and self test failed". Firstly, I reconnected inspiratory valve connection to mainboard(as per service manual, inspiration valve disconnected) but problem not resolved. After that, I have checked and found that inspiratory valve was faulty so I have replaced faulty inspiratory valve with new and performed internal tests and calibrations, now issue has resolved and ventilator is working fine.